Event description:
It was reported that the number 3 contact on the extension, that connects to the lead, was rotated and could not be used within the patient. A different extension was opened and implanted. There was no injury to the patient and the patient recovered without sequelae. As additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Product ID: 37085-60, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the extension model 37085-60, serial (B)(4), found the distal end connector was twisted in the molded rubber. The setscrew was tightened down completely in the block, but was able to be removed and functioned properly. After repositioning a lead could be inserted and the setscrew could be tightened down. Continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.